Event description:
It was reported that the balloon burst. The 32mm x 3.0mm, 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon burst at 20atm within 5 seconds. The device was removed directly from the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon wings were in a wrapped state and had not been subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied; the balloon was inflated to its rate of burst pressure of 12 atmospheres (as per wolverine and pressure held for 30 seconds (timed using timer g 24610) without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no issues. Inner lumen damage was noted on the shaft polymer extrusion of this device. The inner lumen was found to be bunched at 2.9 cm proximal to the proximal balloon cone. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that the balloon burst. The 32mm x 3.0mm, 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon burst at 20atm within 5 seconds. The device was removed directly from the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient was stable post procedure.